Manufacturer narrative:
The investigation was based on the provided log files and the onsite examination of the affected fabius gs by the dräger service. Analysis of the log files showed that the device registered error codes for the ventilator motor indicating a failure of this part. The motor was replaced by a dräger technician and sent in for examination. The affected motor was approximately 16 years old and showed signs of wear-related ageing. After replacement of the ventilator motor by dräger service the device was confirmed to be operating per manufacturer¿s specification. The functionality of the ventilator operation is part of the daily and pre-use check and must be carried out before each patient use. In case of a ventilation failure, automatic ventilation will not be available, and the device will generate an audible and visible alarm message. Manual ventilation and the monitoring functions remain available to the full extend which enables the user to finish the particular surgical procedure. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component after almost 16 years of use; no patient consequences have been reported. The repair exchange has fully solved the device problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent failure during use. There was no patient injury reported.

Event description:
It was reported there was a vent failure during use. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.